Event description:
Following preparation of all zenith devices according to IFU, priming solution observed to be leaking from haemostatic valve at rear of valve assembly and valve leaflets. At 'trapped' in haemostatic valve, requiring significant manipulation and maneuvers to alleviate 'air embolism' risk. Physician advised of valve integrity and despite potential risk elected to proceed with zenith device introduction and deployment utilising adjunctive measures to minimize blood loss/leakage e.g.: coda balloon inflation within valve and dilator tip withdrawn but left instiu at haemostatic valve - wire guide interface. Estimated blood loss externally approx 150mls. The pt did not require any additional procedure due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.